Event description:
It was reported that a user stated on social media that the ilet delivered insulin corrections that were perceived as excessive, resulting in the user going ¿super low,¿ with no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included user-reported impact without medical intervention or hospitalization. Investigation included attempts to obtain additional information from the user. Investigation of this case revealed that the cause could not be determined due to insufficient details. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.